Event description:
It was reported that the user had been announcing meals to correct high blood glucose, which led to maladaptation of the ilet meal dosing behavior and prompted a healthcare provider recommendation for a factory reset that the user completed prior to contacting support. Symptoms included hyperglycemia. Outcomes included the need for user coaching and a factory reset to restore appropriate dosing behavior. Investigation included complaint intake review and user education on correct use of meal announcements and reliance on the correction algorithm for high glucose. Investigation of this case revealed user technique error leading to algorithm maladaptation, with no device malfunction or alarms reported. It was concluded, based on previously established findings for similar reports, that misuse and user error were the most likely causes.